Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for the past week and a half the insulin pump had been over delivering insulin and she was experienced low blood glucose about every 90 minutes since (B)(6) 2016. Customer's blood glucose value was 39 mg/dl, which she treated with food and glucose tablets. She did not experience any symptoms. The customer explained that she is taking steroids that usually put her blood glucose in the 500 mg/dl range but it has been running low. She has to take a lot of carbohydrates before bed to prevent going low. She stated she had not changed the settings. The device was not exposed to magnetic fields and basal and bolus are correct. The insulin pump passed the displacement test. Current blood glucose value is 85 mg/dl. The insulin pump would be replaced and the customer agreed to return the product for analysis.